Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate atp and hv therapy for atrial fibrillation. Device migration was noted. The device was revised in the pocket and remains implanted. The patient was stable.